Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt). The patient changed the battery, but the device continued to display e8 and none of the buttons on the infusion device were functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the e8 error message(s). Due to the leaky soft components liquid entered and always active button (s) is the resulting. This source led to an always activated up button and it is not possible to confirm the e8 (power interrupt) error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.